Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading ranged between 206 and 490 mg/dl. It was also reported that the insulin pump alarmed no delivery and low reservoir. Nothing further reported.